Event description:
It was reported that the t: slim x2 pump battery would not charge. The caller was instructed to use the tandem wall adapter and charging cable with a working outlet for at least 30 minutes. There was no adverse impact to the customer¿s blood glucose level. After following the instructions, the pump began charging, and no further assistance was required.